Event description:
A medtronic representative reported that the site's awl was broken during a surgery, but the damage was not realized until the instrument reached sterile processing after the surgery was completed. The case was completed utilizing navigation. No negative impact to the patient outcome was reported.

Manufacturer narrative:
The tip of the awl is not broken as reported, but severely bent. A replacement awl tip was sent to the site for issue resolution.